Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# unknown, product type recharger; product ID 37761, serial# unknown, product type recharger; product ID 97712, serial# (B)(4), product type implantable neurostimulator; product ID: 37761, serial/lot #: unknown; product ID: 37761, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and chronic low back p ain. It was reported that the patient had two rechargers and broke both connector pins by laying a load of laundry on the bed. The patient's implant had gone dead. They reported a loss of therapy. No further allegations/complications were reported.